Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c.® granufoam¿ dressing/dressing kit was placed in the wound. It is unknown if medical or surgical intervention was required for dressing removal. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c.® whitefoam or non-adherent material underneath the v.a.c.® granufoam¿ dressing to help minimize the potential for bleeding at dressing removal in these patients.

Event description:
On mar 20 2017, the following information was reported to kci by the wound care physical therapist: the physical therapist stated that a foreign material alleged to be v.a.c.® granufoam¿ dressing had adhered to the patient's wound bed. The v.a.c.® granufoam¿ dressing was soaked to remove. Most of the v.a.c.® granufoam¿ dressing was removed, but their were residual pieces left in the patient's wound. On apr 10 2017, the following information was reported to kci by the wound care physical therapist: the physical therapist stated she could not provide any additional information regarding the report of v.a.c.® granufoam¿ dressing particles stuck in the patient's wound due to an adhered v.a.c.® granufoam¿ dressing. The patient has since been discharged from their facility and she did not have any further information as to how the remaining particles were removed from the patient's wound bed. While the patient was still at their facility the patient remained on an alternate dressing and the particles had not been removed at the time of discharge. The lot numbers of the v.a.c.® granufoam¿ dressing/dressing kit were not available and was discarded at the time of the event and was not available for return to kci for evaluation. The v.a.c.® granufoam¿ dressing/dressing kit lot number was not provided, therefore kci cannot conduct a device history review or a device evaluation of the v.a.c.® granufoam¿ dressing/dressing kit.